Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was implanted; therefore, the event cause could not be determined. This report was inadvertently previously filed under the covidien ((B)(4)) registration number of manufacturing site (MDR# 2029214-2015-00647). As a result we are refiling the report with the correct reverse medical corp manufacturer report number.

Event description:
Medtronic (covidien) received information that a microvascular plug migrated distally approximately 7-9 cm and caused ischemia. The patient was treated for an abdominal aortic aneurysm with a type 2 endoleak. The blood flow in the vessel was low to moderate. The mvp system was not flushed because the device was an mvp-5q and the physician felt that this step was unnecessary. The physician unsheathed the mvp to deploy it and the mvp opened completely in the vessel. After detachment, the angiogram showed that the plug migrated distally. The patient was discharged the same day. One day post procedure, the patient was brought into ER for abdominal pain. CT scan showed ischemia around the colon. The patient was treated with hydration and antibiotics. The device will not be returned because it was implanted in patient. The patient has been discharged.